Event description:
It was reported that right ica (internal carotid artery) c2 segment flow diverter implantation was performed. Post operative follow-up revealed stenosis in subject flow diverter stent (stenosis rate: >26~50%) and parent artery stenosis (stenosis rate: 1~25%). Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule. Aspirin 100mg/day was giving to the patient from (B)(6) 2021, to now (ongoing). Clopidogrel 75mg/day was giving to the patient from (B)(6) 2021 to now (ongoing). No other information is available.

Manufacturer narrative:
While the lot number is unknown, due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that that two adverse events occurred 'adverse event 1: stenosis in flow diverter stent (stenosis rate: >26~50%), adverse event 2: parent artery stenosis (stenosis rate: 1~25%). Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule'. The reported 'patient parent vessel stenosis' is a known and anticipated complication to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Manufacturer narrative:
While the lot number is unknown, due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information obtained on 03 feb 2023 - 1) stenosis in flow diverter stent 16 dec 2021(immediately after the procedure): 26~50%, 28 jun 2022(6 months after follow-up): 1-25%, 20 jan 2023(12 months follow-up): 26-50% *note: while it was reported that 12 months follow-up was completed on 20 jan 2023, dsa images were taken on 21 dec 2022. 2) parent artery stenosis 16 dec 2021(immediately after the procedure): 1~25%, 28 jun 2022(6 months after follow-up): 1-25%,20 jan 2023(12 months follow-up): 26-50%. *note: while it was reported that 12 months follow-up was completed on 20 jan 2023, dsa images were taken on 21 dec 2022. The reported 'non flow limiting vessel stenosis' is a known and anticipated complication to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that right ica (internal carotid artery) c2 segment flow diverter implantation was performed. Post operative follow-up revealed stenosis in subject flow diverter stent (stenosis rate: >26~50%) and parent artery stenosis (stenosis rate: 1~25%). Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule. Aspirin 100mg/day was giving to the patient from 5- dec-2021, to now (ongoing). Clopidogrel 75mg/day was giving to the patient from 5- dec-2021to now (ongoing). No other information is available. *************************************************************************************** 03 feb 2023 - update additional information received stated that on 16 dec 2021, immediately after the procedure, stenosis in the subject flow diverter stent was 26-50% and parent artery stenosis was 1-25%. On 28 jun 2022, during 6 month follow up, stenosis in subject flow diverter stent was 1-25% and parent artery stenosis was 1-25% and on 20 jan 2023, during 12 month follow up, stenosis in subject flow diverter stent was 26-50% and parent artery stenosis was 26-50%. *note: while it was reported that 12 months follow-up was completed on 20 jan 2023, dsa images were taken on 21 dec 2022.

Manufacturer narrative:
The device is not available to the manufacturer, as device is implanted in patient.

Event description:
It was reported that right ica (internal carotid artery) c2 segment flow diverter implantation was performed. Post operative follow-up revealed stenosis in subject flow diverter stent (stenosis rate: 26~50%) and parent artery stenosis (stenosis rate: 1~25%). Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule. Aspirin 100mg/day was giving to the patient from (B)(6) 2021, to now (ongoing). Clopidogrel 75mg/day was giving to the patient from (B)(6)2021to now (ongoing). No other information is available.